Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use for emergency treatment. The treatment was successfully completed as planned. The philips remote service engineer (rse) conducted a remote assessment and confirmed that the system is unable to boot. Review of the logfile shows ¿service error: voltage error on output 24v1 bank-g m-cab¿. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and requested customer to perform cold restart. The rse suggested possible geo-pc replacement after checking logs and requested onsite support. The philips field service engineer (fse) checked the system onsite and found the host pc failed diagnostics. A ghost image was restored but the system remained stuck at the splash screen. The fse replaced the host pc and hard disk and restore the image. On further troubleshooting, fse found generator communication issues confirming the dcps and fdc were defective. To resolve the issue, fse replaced the dcps (direct current power supply). After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed as planned by using the same system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.